Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from two (2) differnt pt samples that were generated by the access 2 instrument. The accu tnl result of 2.90ng/ml from pt b were reported out of the lab. The accu tnl results were questioned by the physician as not fitting the clinical picture of the pts. The customer retested the pt a and b original samples fro accu tnl. The repeated accu tnl result was 0.24ng/ml for pt a and 0.1ng/ml for pt b. There have been no reports of injury or change in pt treatment attributed to or connected with this event.